Event description:
Our materials management dept received 3 syringes from the hosp nursing units which have contained a shard of the wire spike from the interlink vial access cannula in the barrel of the syringe. By report, the spike was fractured during the process of aspiration of flush and the fragment was drawn up into the fluid in the syringe. These shards have been small enough to cause concern for the potential of injecting them into a pt IV line or into the pt's muscle with the potential of harm for the pt. This is especially concerning if the fluid drawn up is opaque and the shard cannot be visualized.